Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. Approx. 9 months post-procedure, the patient underwent emergency mitral valve surgery and device retrieval due to device embolization. The perceived root cause of the event was poor mitral valve leaflet quality due to underlying takayasus arteritis, long term prednisone therapy and suspicion of infective endocarditis. However, there was no bacteria confirmed in the blood nor vegetation observed on imagery. The embolized device was removed during the surgery by the cardiothoracic surgeons. Prior to surgery the device had embolized to the lvot and was unable to proceed further due to the presence of a mechanical aortic valve replacement. After cardioplegia however, the device was located in a pulmonary vein and extracted. The patient was stable post surgical intervention.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in mitral position. Approximately 9 months post-procedure, the patient underwent emergency mitral valve surgery and device retrieval due to device embolization. The perceived root cause of the event was poor mitral valve leaflet quality due to underlying takayasus arteritis, long term prednisone therapy and suspicion of infective endocarditis. However, there was no bacteria confirmed in the blood nor vegetation observed on imagery. The embolized device was removed during the surgery by the cardiothoracic surgeons. Prior to surgery the device had embolized to the lvot and was unable to proceed further due to the presence of a mechanical aortic valve replacement. After cardioplegia however, the device was located in a pulmonary vein and extracted. As per latest information the patient passed away on post-operative day unknown.

Manufacturer narrative:
Edwards was informed that the patient passed away after surgery. Attempts have been made to obtain additional information. However, the customer was not willing to provide any further information on this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Per the instructions for use (IFU), implant detachment is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. Because of this, physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. However, even with this training, there are multiple patient and procedural factors that alone or in combination can cause or contribute to this adverse event. Failure to adequately grasp leaflets, incorrect imaging angles leading to poor leaflet grasping, patient conditions causing further failure of the leaflet tissue after the procedure are all examples of potential causes that can result in this adverse event type. As imaging was not provided for review, an imaging evaluation could not be performed. Available information suggests patient factors (poor mitral valve leaflet quality due to underlying takayasu's arteritis, long term prednisone therapy and suspicion of infective endocarditis) may have contributed to the reported event.